Event description:
Discordant pt result was obtained when testing a sample using the coagulation analyzer. Flat curve with no error code was obtained for activated partial thromboplastin time (aptt) test. The result obtained on the analyzer was reported. Subsequently, the sample was verified against a back-up instrument and the result obtained on the first instrument was discordant. No further info is known as to the status of the pt. It is unclear whether the laboratory was following proper priming/rinsing procedures for the analyzer. The results are as follows: co's product dupl 1 135 sec (result confirmed on duplicate) and back-up instrument 50 sec.